Event description:
During the evaluation of a returned spectrum infusion pump, 110 occurrences of "downstream occlusion" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The force sensor pusher, downstream tubing guide, and force sensor gasket were replaced.